Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. During the procedure, the physician moved the scope and caused a fluid leak. The fluid leak resulted in a burn to the patient's cervix and vagina. The procedure was completed with this procedure set. The burn was treated with silvadene cream and the patient condition was reported as "fine".

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. However, based on the event, the most probable root cause is user error. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.